Manufacturer narrative:
Additional narrative: product complaint # ==> pc-(B)(4). Investigation summary ==> examination of the returned device confirmed the reported breakage. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that when surgeon was using the chisel piece, it seemed to have gotten stuck in the femoral cutting block. They tried to knock it out and it was broken in half. The other half was still in cutting block.